Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had under-sensing of ventricular fibrillation (vf), which resulted in therapies being withheld. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient was in cardiac arrest when the spouse started cardiopulmonary resuscitation prior to calling emergency services. It was noted that the patient was syncope followed by cyanosis. Upon arrival of the emergency services to the facility, the patient had a ventricular fibrillation (vf) rhythm and was appropriately shocked four times. After 28 minutes of massage by the paramedics, the patient presented with a return of spontaneous circulation. Interrogation report reveal the vf was untreated due to the amplitude below the detection threshold. It was further reported that the patient was started on antibiotics due to a severe hypoxemic respiratory failure within the context of massive right bronchoaspiration and a history of chronic lung disease. An electroencephalogram was performed, and findings were consistent with post-anoxic encephalopathy. The patient developed sepsis in ¿parallel to a refractory, global, respiratory failure.¿ given the unfavorable neurological prognosis, after discussion with the family, it was decided not to escalate treatment and to stop therapies. The patient died later that day.